Event description:
Rotalink burr was attached to the rotablator device and was flushed, tested outside of the patient's body and was working fine. Once the physician tried to use the device in the patient's coronary artery, the rotablator was not working properly and it would not advance. The device was taken out of the patient's body and put aside to show boston scientific representative.